Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient in clinic. Device interrogation revealed that the pacemaker was in backup vvi. On (B)(6) 2018, device was explanted and replaced due to it also having an alert for elective replacement indicator (eri). The patient was stable post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to battery fluctuation due to transient high current caused by code corruption. The cause of code corruption could not be determined.